Manufacturer narrative:
Other applicable components are:product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37754, serial# (B)(4), product type: recharger.

Event description:
Caller reports coupling and or communication issues. Pt states with her old implant she used to get full coupling. Pt states now that she has her new ins the most boxes she can get is 2 filled. Pt states right now she has 0 coupling boxes. Pt states her ins doesn't feel loose in the pocket site and doesn't think there is a lot of swelling. Pt states she can feel her ins. Pt states she has tried propping a pillow behind her to see if this helps with coupling but it does not. Pt states the best position she can be in is laying down. Pt states currently her ins is 3/4 full and her insr battery level is 1/2 full. Pt states sometimes when she charges a thermometer with sweat marks shows on the screen. Pt inquired if something is wrong. Reviewed how to reposition antenna and press start charge button. Reviewed how to adjust antenna dial. Recommended using antenna locate feature. Pt states after 2 tries she was able to get coupling boxes to 6 full. Pss reviewed if pt continues to have issues, she will want to speak to hcp. Pt states now therapy works good but she is having issues with charging. It was reported that the patient spent all morning trying to recharge but the implantable neurostimulator (ins) "goes only to half of the charging". It was noted that the patient felt uncomfortable at the pocket site because it was recently done. It was reported that the pocket site was healing well. Additional information was received from the consumer. It was reported that the patient could not charge the device the way it was supposed to charge and she was tired of the battery not charging. The patient tried to charge from 7am to noon and the ins got real hot"; this happened again after the patient took a 15-20 minute break. It was noted that the patient's healthcare professional (hcp) told her that the device was off and the patient stated that she turned it off because it hurts. The patient was implanted for non-malignant pain and failed back syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.